Event description:
User facility reported the epidural was being place for labor and delivery. Pt had good loss of resistance and epidural catheter threaded easily to 13 cm at the needle hub and the difficulty was encountered. The catheter could not be advanced further. When the catheter was removed from pt user noted 6-7 cm of the tip was missing. Imaging could not locate remaining catheter portion. No add'l intervention or injury to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.